Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the velocity delivery microcatheter (velocity) was kinked upon removal from the packaging. The damage to the velocity was found prior to use. Therefore, the velocity was not used in the procedure. The procedure was completed using a new velocity.

Manufacturer narrative:
Results: the returned velocity was kinked approximately 62.0cm from the hub. The velocity was damaged and, therefore, nonfunctional and unable to be functionally tested. Conclusions: evaluation of the returned velocity revealed a device that was kinked. If the catheter was removed from its packaging hoop at extreme angles, damage such as kinks may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.